Event description:
The user reported decreasing hearing performance. An implant check will be performed.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Additional information: according to the currently limited available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation has been scheduled.

Event description:
The user reported a sudden decreasing hearing performance about two years ago. Audio processor has been exchanged, but did not provide improvement.

Manufacturer narrative:
Conclusion: damage to the active electrode under silicone overmold which is consistent with minute device mobility was determined to have led to device failure over time due to fatigue breakages. The investigation results appear to match the problems mentioned in the recipient report. This is a final report.

Event description:
The user reported a sudden decreasing hearing performance about two years ago. The user has been re-implanted.